Event description:
A tech scrub reported the laser did not turn on during a vitrectomy procedure. The case could not be completed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).